Event description:
It was reported that: nicu had 2 device failures. The first lma device caused brady to 70bpm and desaturation to 88%. The second malfunctioned while checking the cuff, so was not used on the patient. Positive pressure ventiliation was used to treat the patient and a third lma was used to complete the procedure. The patient was reported as stable after the incident."associated complaint 3009307931-2025-00035. This report is for the 1st device.

Manufacturer narrative:
(B)(4). One (1) actual sample for complaint number (B)(4) received for investigation. An initial visual observation of the returned actual complaint sample for (B)(4) showed no physical abnormalities. Functional testing was performed by inflating and deflating the product as per IFU. The cuff was able to be inflated and deflated as per intended. The inflated cuff was then submerged in the water to detect any potential leaks; no air bubbles were observed from the cuff indicate that there is no leak. The product was then left inflated for one hour, and upon inspection, the valve indicator remained within the green zone, further confirming no leakage. The cuff pilot valve (cpv) of the returned sample was further tested with cuff gauge. The pressure reading on the gauge matched with the indicator on the valve, both showing within the green area. This confirms that the cpv is functioning correctly. The device history record for lot 11f23d0108 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. The reported complaint of "silicone cuffs are not inflating" could not be confirmed. One actual sample returned for investigation. The actual sample have been tested for inflation and deflation test and returned sample able to be inflated and deflated. No issue with the sample. The cpv was tested using cuff pressure gauge and the pressure reading on the gauge matched with the indicator on the cpv, both showing within the green area. This confirms that the cpv is functioning properly. A device history record (DHR) was reviewed; no issue related to complaint was noted. Based on the findings, the complaint could not be confirmed.